Manufacturer narrative:
Additional information received indicates the ipg is still operable. Hence, this device is no longer reportable.

Event description:
Additional information received indicates the ipg is still operable.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.